Manufacturer narrative:
Additional information: b5, d4 expiration date (update to n/a), d5, d9, h3, h4, h6 (update codes), h11. B5: the bag was filled with soliris. The leak was contained within the cleanroom. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; components were placed according to specifications. A pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 150 ml capacity leaked around the blue port. This occurred after compounding was completed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.